Event description:
This report is being submitted to correct the awareness date and the description of event or problem previously reported. A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center the device was evaluated and found to have no foam degradation. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
This report is being submitted to correct the description of event or problem previously reported. A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center the device was evaluated and found to have no foam degradation. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
The customer returned the device with an allegation that the device foam needed replaced in relation to the device recall. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the foam recall. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.